Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an evacuated container, 1000 ml was leaking from the stopper. It was stated that there was a gash in the top rather than a pinhole. It was not specified when in the process step this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed and a gash in the stopper was noted rather than a pinhole in two photos. The reported condition was verified. The cause of the condition could not be determined; however, the root cause was determined to be due to a user error. A 16-gauge spike was included in the sample photo. Evacuated containers are intended to be used with a 21-gauge needle per the product directional insert. The reported leak during use is due to using a spike, which is not compatible with the product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.